Manufacturer narrative:
Patient demographics such as age, date of birth, gender and weight were not supplied. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted microbubbles being pulled into the wash pump during priming. The fse then replaced the wash pump seal and tightened the wash valve rotor. The fse repeated priming and noted no more microbubbles in the wash pump. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion: there is sufficient evidence provided to suggest a hardware malfunction of the wash valve as the cause of the erroneous high access accutni+3 patient results.

Event description:
The customer contacted beckman coulter on (B)(6) 2016 to report generating non-reproducible troponin (access accutni+3) results for three (3) patients involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The elevated samples for all three patients were repeated on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and lower access accutni+3 results, within the assay's normal reference range, were obtained. The initial results were released from the laboratory. There was no change to patient care or treatment which occurred in association with the elevated access accutni+3 results. Calibration and system check parameters met assay and system specifications. Quality control (qc) performed before the erroneous results were obtained recovered within range. After the generation of the erroneous access accutni+3 results, level one qc recovered within range and level three qc recovered outside of range, high. The samples were collected in green gel plasma tubes and were centrifuged for seven (7) minutes at 3500 rpm (revolutions per minute). No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance.